Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller display was not working. The screen would light up, but no parameters would display. The controller was exchanged.

Manufacturer narrative:
Main investigation conclusion: the reported event of a blank lcd screen was confirmed. The heartmate 3 system controller (serial number:(B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning 10 days (31aug2021 ¿ 08sep2021, 13sep2021 per timestamp). The pump was able to maintain speeds above the lsl throughout the log file. Events recorded on 13sep2021 were captured in the labs at abbott. There were no events related to the reported event active in the log file. Pump operation was not affected. During initial testing, a blank lcd display on the controller was noted. The lcd was replaced, resolving the issue, and the controller was tested again. The controller underwent functional testing and was found to operate as intended. The root cause of the reported event was conclusively determined to be due to a damaged lcd display. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 11sep2020. No further information was provided. The manufacturer is closing the file on this event.